Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. (B)(6). The actual sample was discarded by the user. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set came apart (separated) between the white twist sleeve and the light blue main body. This was identified in the ICU (intensive care unit) during patient use. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected, and it was noted that the twist sleeve was separated from the main body of the transfer set. The reported issue was verified. The direct cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.